Event description:
Upon opening and counting the lap sponges from the total knee surgical pack, the team discovered that 2 lap sponges were tightly folded and stuck together giving the appearance that there was only one sponge there. The pack still only contained 10 sponges but it appeared there was only 9 until a closer look occurred.